Event description:
Incident, anticipated (serious injury: required intervention). This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0513, awareness date 14-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted in 2008. Six months after essure insertion the consumer started having abdominal pain, swelling of hands and feet, stiffness in joints, more pain all over. She went from having an active and healthy life to always being in pain. Essure was removed in 2013, and then it was found out that the consumer had raynaud's disease, fibromyalgia and lupus. All the events were considered related to essure. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. This event was considered serious due to medical importance and listed according to the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, consumer experienced this event 6 months after essure insertion. She had essure removed. Based on a positive temporal relationship and a lack of alternative explanation, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident due to device removal. Additionally, another serious event (lupus, unrelated to suspect insert) and non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 10-sep-2015: the ptc investigation result was provided. Ptc global number is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. This event was considered serious due to medical importance and listed according to the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, consumer experienced this event 6 months after essure insertion. She had essure removed. Based on a positive temporal relationship and a lack of alternative explanation, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident due to device removal. Additionally, another serious event (lupus, unrelated to suspect insert) and non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.